Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the tape was not sticking. The issue occurred within six to seven days of use. No further information was available.